Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device did not charge and displayed a blank screen, with subsequent troubleshooting confirming the charger indicator light, correct device orientation, and functional outlets, and later identifying the charging pad as the issue before the user confirmed both the replacement and original chargers functioned; the user temporarily reverted to backup therapy when the device battery was depleted. Symptoms included no adverse clinical effects and blood glucose not affected. Outcomes included temporary interruption of device therapy and use of alternative therapy until charging was restored. Investigation included guided troubleshooting of power source, charger, device placement, and environmental interference, as well as replacement of the charging pad and follow-up verification. Investigation of this case revealed a charging performance issue associated with the external charging pad, which resolved with proper charger use and available functional equipment. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup factors and/or a faulty or misused charging accessory.